Event description:
Patient reported to dexcom technical support on (B)(6) 2012 that upon removal of sensor in (B)(6) 2012, she noticed a rash on her skin under the adhesive portion of the sensor. On (B)(6) 2012, patient consulted her physician. Physician prescribed an antibiotic ointment to be applied to the infected area. At the time of her communication with technical support on (B)(6) 2012, patient reported that infected site appeared bruised and slightly lumpy.